Manufacturer narrative:
Isi has not determined the root cause of the patient¿s post-operative complications. Isi has attempted to contact the surgeon to obtain additional information regarding the reported. However, as of the date of this report, no additional information has been obtained. A follow-up MDR will be submitted if additional information is received. Based on the current information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the surgeon indicated that the patient developed post-operative complications (i.e. Pelvic collection, anastomotic leak) which were ¿managed conservatively.¿

Event description:
It was reported that during the da vinci-assisted low anterior resection procedure, the initial reporter claimed that the stapler 45 instrument would not fire with a green stapler 45 reload installed. The surgeon claimed that on an unspecified date post-operatively, the patient was re-admitted with a pelvic collection and suspected anastomotic leak which were ¿managed conservatively.¿ the following information is unknown: event date, the lot #'s of the stapler 45 instrument and stapler 45 reloads) involved with the reported event, and what specific medical intervention was administered due to the post-operative complications.